Event description:
Patient was positioned supine for hip pinning. Left leg in well leg, both arms crossed over chest, peripost was engaged. Safety strap was not (on), injured leg in traction boot. Patient proceeded to slide off of the table to the injured side pre-op after having been intubated and paralyzed (sedated). Although patient's foot was in the boot, his head did hit the ground and a head and neck x-ray was taken to see if any injury occurred. At this time none seems evident.

Manufacturer narrative:
No files attached.

Manufacturer narrative:
In-service training was provided for the hospital personnel, with special attention to the use of the safety straps to help prevent recurrence of this type of event.

Event description:
Patient was positioned supine for hip pinning. Left leg in well leg, both arms crossed over chest, peripost was engaged. Safety strap was not (on), injured leg in traction boot. Patient proceeded to slide off of table to the injured side pre-op after having been intubated and paralyzed (sedated). Although patient's foot was in the boot, his head did hit the ground and a head and neck xray was taken to see if any injury occurred. At this time none seems evident.